Event description:
The article "multislice computed tomographic findings in symptomatic patients after amplatzer septal occluder device implantation" reported the following adverse event(s): three patients had posterior pericardial effusions, with two patients having trivial and one patient having a moderate-sized effusion (pt. A). There was no evidence of protrusion of the aso device through the atrial free walls or the aorta in any patient. Two patients (pt. B) were noted to have pericardial effusions by tte; however, a trivial pericardial effusion detected in one patient with msct was not appreciated on tte.